Event description:
It was reported by the customer's husband that the customer was in the hospital and her blood glucose levels have been high for several days. Customer's health care provider is pointing toward the pump as the problem. Customer's blood glucose level was 500 mg/dl. Customer stated that they have a back-up plan. Customer has treated for her high blood glucose levels. Customer stated that there was an emergency room visit on (B)(6) 2014. Customer was away at the store when she noticed that she was high. Customer rushed back to the house and changed the set, but continued to have high blood glucose issues days later. Customer was hospitalized and was wearing the pump at the time of hospitalization. Customer will call back for troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.